Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine shut off and was unable to turn back on prior to initiating hemodialysis (hd) treatment. A patient was not connected to the device. The treatment was suspended. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician inspected the machine and found that it doesn't turn on due to the fuse being burned. The fuse was replaced. The machine was left functioning correctly. The technician detected that in the clinic the voltage varies and has damaged regulators and various contacts have began to not function. The clinic has been advised to verify their voltage to avoid further issues. No sample available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A search of complaints on the same serial number within 90 days, there were 4 complaints of "no power", 2 complaints on "physical damage", and 1 complaint of "fluid leak". The investigation into the cause of the reported problem was confirmed. The cause was traced to a failure of the fuse.